Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair surgery on (B)(6) 2011 and mesh was implanted. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 3/2/2023. Additional b5 narrative: it was reported that the patient underwent mesh revision on (B)(6) 2013, due to recurrent incarcerated ventral hernia and adhesions.

Manufacturer narrative:
Date sent to the FDA: 03/07/2023. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.